Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing the p waves. Follow up with the physician's office indicated that no reprogramming has been done. The lead remains in use. No patient complications have been reported as a result of this event.